Manufacturer narrative:
(B)(4). Visual inspection of the returned item # 42517000505 lot # 62419059 found it to exhibit signs of repeated use nicked / gouged and is fractured on the medial side of the post feature. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery, the trial was removed from the joint and during the removal process, the trial cracked and broke due to the weight of the femur. There was no consequences or impact to the patient.